Event description:
On (B)(4) , programming history was received for this vns patient for (B)(6) 2012.

Event description:
On (B)(6) 2012, it was reported that there was a failure to program event with this patient's device. Three attempts were made to run normal mode and to run systems diagnostics. The results from systems diagnostics indicated troubleshooting steps (plugging in the computer to a power source, not plugging in the computer to a power source, changing the battery in the wand, warnings of reprogramming risk). The device would be reprogrammed to no settings (----), and the device would have to be programmed to deliver therapy before another attempt at running diagnostics. The results of normal mode diagnostics indicated "communication fault". The main screen did not indicate that the battery was neos on the interrogation screen. The patient was programmed to intermediate cycling with an output current of 1.5 ma. Normal mode and systems diagnostics from february 2012 indicated communication: ok, output status: ok, dcdc = 3, battery status: no and communication: ok, output status: ok, dcdc = 4, battery status: no, respectively. The patient's parents stated that voice alteration was still noticeable; however, since the patient's last consultation, there has been an increase in seizures. X-rays were ordered; however, the results were not provided. On (B)(6) 2012, additional information was received. The failure to program occurred on (B)(6) 2012. Troubleshooting was performed: the wand battery was replaced, cable connections were checked, and no electrical equipment was present that may have caused interference; however, the handheld device was plugged in during the interrogations. The patient's voice alteration began when the device was first programmed on and continues to occur with stimulation. The physician also stated that the patient has frequent seizures, but was unsure if the increase in seizures after the last adjustment had any relationship to vns therapy. The increase was mentioned by the patient's parents. The patient's seizures were absence seizures without serious injury and only this type had increased. The seizures were also above the pre-vns seizure baseline. The patients settings were increased on (B)(6) 2012 (normal mode output current: 1.5 ma). No interventions had been taken.

Event description:
On (B)(6) 2012, additional information was received that physician rechecked the patient's device at the last visit, and all settings and diagnostics were fine. The physician stated that the patient was non-compliant and generally moved around throughout her device checks. The physician suspected this was contributory.